Event description:
The representative reported the patient had a recent fall; subsequent impedance readings were greater than 2000 ohms. The representative would follow-up with the physician. Additional information has been requested.

Manufacturer narrative:
.